Event description:
This customer reported that the device was charging to different energy levels. There was no patient impact.

Manufacturer narrative:
This customer reported that the device was charging to different energy levels. There was no patient impact. The device and therapy cable were returned to philips for evaluation. An incomplete electrical connection between the therapy cable and the therapy port was identified. Replacement of the therapy cable and therapy port resolved the issue. We are unable to determine the cause, as more than one part was replaced.